Manufacturer narrative:
The production record was reviewed and there were no atypical events or occurrences that could account for this event. One ncr was opened against the raw material lot y44 used on this batch, this resulted in an evaluation that finally concluded that any neutral electrodes manufactured using lot y44 were fully conforming to the specifications of iec 60601-2-2. With this conclusion and the available details from the adverse event it is determined that there is no causal link between this ncr and the adverse event. Furthermore, there are no other atypical events or occurrences during production that suggest a product quality issue with the neutral electrode. Additional information was provided by the customer. They have confirmed that the application site was not shaved, that the pad was incorrectly orientated along the thigh bone rather than perpendicular and that the pad was placed directly over a metal implant.

Event description:
On (B)(6) 2022 the nissha medical technologies limited received a customer complaint regarding: it was reported that after a bi-lateral lumbar radiofrequency, redness and blistering was noted in and around area of where grounding pad was placed - thigh area. Additional information provided after the event found that the patient had a medication patch near the area of grounding pad. Patient had fusion hardware in the lumbar spine and rf needles were placed above and below. Patent had hip implant on side of grounding pad placement. An episode of high importance was noted during one of the lesions. Redness and blistering would be considered a 2nd degree burn, it was believed doctor used ointment as treatment, sales rep was advised that patient is doing much better and that there may have been a leg strap in the vicinity of the ground pad. Sales rep stated the customer has or will send in rest of the pad from this lot. The patient was treated with an antiseptic cream but did not require any other intervention. Due to the mdical intervention to preclude impairment, nissha medical technologies limited has found this to be a reportable event.